Event description:
During a pci procedure with a cypher (cra28275), crossing difficulty and stent dislodgement occurred. The lesion was pre-dilated with a balloon, but the cypher sds did not go through the lesion in the rca. Another pre-dilation was performed, but the stent still could not go through the lesion, because the stent could not be withdrawn into the gc. The physician removed the entire system with the gc. When the devices back to the descending aorta, the stent dislodged. The physician tried to retrieve the stent, but he failed. Now the stent is in the branch of the left femoral artery. The physician implanted another cypher in the lesion of rca. The patient did not have peripheral vascular disease in the aorta/dscending aorta. A guidewire was utilized to remove the dislodged stent.

Manufacturer narrative:
During attempts to treat a lesion in the right coronary artery (rca) of the male patient, the cypher select stent was unable to advance through the lesion and dislodged into the descending aorta as it was being removed. Attempts to retrieve the stent failed and it remains in the left femoral artery. The procedure was successfully completed with another cypher stent. Indication for the initial evaluation is unknown. The rca is described as a moderately calcified and tortuous de novo lesion with 80% stenosis. The safety and effectiveness of the cypher select stent has not been established in this type of lesion. Pre-dilatation was conducted, but the stent would not cross the lesion. Pre-dilatation was conducted a second time, but the device still could not be placed. The stent could not be withdrawn into the guide catheter so the physician removed the entire system. Per the instructions for use, an unexpanded stent should not be withdrawn into the guiding catheter as this can potentially result in loss or damage to the stent. When the devices reached the descending aorta, the dislodgement occurred. An independent film review was conducted that suggests the complications appear to have been related to the tortuousity of the vessel, the lesion length and an attempt to withdraw the stent in to the guide catheter. Inpsection of the returned device did not reveal any evidence to suggest what might have caused the dislodgement. Bumping marks were observed on the balloon indicative of proper stent crimping. Based on the available info, there are lesion and procedural factors that appear to have contributed to the events as reported. There is no evidence to suggest that the event is manufacturing related. One non-sterile sds cypher select was received for analysis. The sds was received without stent. During microscopic analysis inflation, media traces were observed in the inflation lumen. Marks of the bumping process operation were observed on the balloon. Manufacturing records for this lot were reviewed and results indicate that product met quality requirements for product acceptance. The dislodgement reported was confirmed. The exact cause of the anomaly could not be conclusively determined. Action was currently open to address stent dislodgement issues. This product is not sold in the us, however, the stent on the cra28275 would be comparable to cxs28275. Additionally, due to new reporting guidelines, we are reporting this event at this time, although the event was reported to our company three months earlier.